Event description:
On (B)(6) 2011, it was reported that during a rescue attempt a device was used and when it was powered on, it reported a service code message. A second defibrillator was applied to the pt, however, it was reported that the pt was not resuscitated.

Manufacturer narrative:
Evaluation summary: the investigation determined that a service required message was recorded during a self-test. The AED's active status indicator (asi) blinked and chirped during this period of time (approximately 40 days) until (B)(6) 2011 when the AED was deployed for a rescue attempt. The device would not power on because of the fault that was detected during the earlier self-test. There was a failure to service/maintain the device according to manufacturer recommendations.